Event description:
Pt was discovered by health tech to be on floor at approx 11:20 pm. Pt found to be facedown with moderate pool of blood around head area. When turned over, found to be pulseless with no breath sounds. Code blue initiated. Pt status was dnr/dni. Time of death pronounced at 11:27 pm. Upon conducting root cause analysis and autopsy, it was determined that the pt was tripped up by the venodyne boots that he was tethered to, causing him to fall and hit his head.